Manufacturer narrative:
Given the nature of the alleged incident, the product, could not be returned for evaluation; therefore, product analysis could not be performed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A review of the instructions for use (IFU) document for unkn iv3000 revealed in the precautions, to discontinue use if reddening or sensitization occurs. It is unclear if the iv3000 usage resulted in the reported allergy to adhesive as it is stated that the patient is so far tolerating the iv3000. The incidence of dressing edges lifting and bio-dressing slipped from insertion site is a known potential occurrence associated with all dressing applications. Length of time applied, application technique, along with patient related/dressing related factors can possibly compromise adhesion; however, a definitive clinical root cause cannot be concluded based on the limited information provided. No supporting evidence has been provided to support a malperformance of the device as the application date is unclear, although it was reported that the patient would need to be seen late afternoon which may indicate a delay to treatment. Patient impact reportedly included the lack of edge adhesion with slipped bio-dressing from insertion site, dressing change after an unknown length of time, and reported dermatitis contact in the presence of severe allergy to adhesive. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during wound treatment, patient had severe allergy to adhesive and was so far tolerating the IV 3000 (dermatitis contact), however, had noticed the edges lifting and the bio dressing has slipped from the insertion site (product adhesion issue). He did have several appointments scheduled so would need to be seen late afternoon. On (B)(6) 2025, his dressing was removed and changed, and he was seen for first cassette change. No further complications were reported.